Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: it was found that the staples were protruded and the washer was uncut when the sales rep checked the device. The sales rep reported the additional information. The procedure was high anterior resection. The washer was not cut and the staples were unformed, but the target tissue was cut. The anastomosis site was resected again and the anastomosis was performed by the competitive device. There was no stoma. The patient was stable. Dr. Commented that the different sound from the washer¿s cut was heard. Additional information was requested and the following was obtained: was the sales rep present during the surgical procedure? No. If not, was the device collected after the procedure and found to have protruding staples and an uncut washer? Yes. No further information will be provided.

Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be fired at the firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Batch # r58y6f. The analysis results found that the cdh25a device arrived with the handle damaged, and with all the staples loaded on the pockets, with the washer present and uncut. Due to the condition of the returned device no functional test could be performed. No conclusion could be reached as to how the damage to the device occurred. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.